Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient's return of symptoms had not been resolved to their sati sfaction. The patient had an appointment at their health care provider's (hcp's) office on (B)(6) 2016. The hcp didn't have an opening for 3 weeks beyond that when the patient made the appointment and didn't feel this could wait. The patient would not hesitate to call the manufacturer if they needed further assistance after the office appointment.

Manufacturer narrative:
.

Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient's device helped for a while, but now as soon as the patient felt the urge they had to run. The patient had a CT scan that could be related to the issue. Since the patient got their implantable neurostimulator (ins) they had trouble with their medication levels. Tests showed that the patient's thyroid medications were way off around christmas 2015 and now they were back to where they should be. The patient did not know what caused it and at that time they did a CT scan. There was no falls or trauma that could be related to the issue. The patient wanted help to use their patient programmer to change their settings. The patient felt stimulation and the therapy was turned on. The patient changed from program 1 at 2.4v to program 2 at 1.9v and felt stimulation in the correct area. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that, since the implant on (B)(6) 2016, the patient's device never worked. They had been back several times to have it re adjusted and the bladder issues were as bad as before the implant. They noted that, if they traveled, they had to be near a bathroom, could not go anywhere in a car, and wore a diaper. It was also noted that, prior to the implant, the patient would get migraines and they spent more time in bed than out of bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.